Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 200 mcg/day via an implantable pump for an unknown indication for use. It was reported that a motor stall of the pump occurred. There were no reported patient symptoms. It was reported that it was unknown of there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that no diagnostics or troubleshooting had occurred. It was reported that the pump was replaced on (B)(6) 2018. It was reported that the event was resolved at the time of the reported and that the patient status was alive - no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced withdrawal symptoms and increased spasticity of the lower limbs, itchiness, clonus, and tachycardia. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the hcp had only used lioresal in the pump, no other drugs were used.